Event description:
The pt stated that she has had high blood glucose for the past 6 months. She stated that she is able to bolus to lower her readings. She stated that in the last month and a half her blood glucose has been as high as 27-29 mmol/l (486-522 mg/dl). Symptoms of high blood glucose include "feeling lousy," thirst, frequent urination, nausea, and tiredness. She stated that her normal blood glucose readings are 3-5 mmol/l (54-90 mg/dl). She stated that on 12/18/06 her blood glucose lowered to 2 mmol/l (36 mg/dl) due to over bolusing. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned evaluation.